Event description:
It was reported that this patient received two inappropriate shocks due to smaller amplitudes. The shock impedances were low and out of range. The system was reprogrammed to secondary vector with smart pass turned on. No additional adverse patient effects were reported.